Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient started treatment with intraperitoneal cefazolin 1g (2 grams per day) and intraperitoneal gentamycin 80mg (80 mg per day) for peritonitis. Four days later, treatment with intraperitoneal tienam 500 mg (2 grams per day) and intraperitoneal selemycin 250 mg (250 mg per day) for peritonitis were added. Twenty two days after the event onset, the patient had recovered and was discharged from the hospital. At the time of this report, cefazolin, gentamycin, tienam, and selemycin remain ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient's error. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. Treatment rendered for the event of bacterial peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. On an unreported date, the patient was retrained on aseptic technique. No additional information is available.